Event description:
It was reported that the implant surgeon experienced difficulties during the insertion of the electrode into the cochlea. In addition, it was reported that the orientation of the electrode was incorrect. The implant surgeon explanted the pt's device. The pt was reimplanted with another advanced bionics device. The pt is doing well and will continue to be monitored at the center.